Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v138907, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v109252, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The manufacturer representative reported that the patient's implantable neurostimulator (ins) was overdischarged. He had stopped using the ins about a year ago. When he recharged the ins, the implantable neurostimulator recharger (insr) would get so hot he would turn it off. When he was able to get it to recharge, it would drain rapidly. He experienced pain at the ins site. Interrogating the ins was attempted, but the patient was not interested in doing a physician mode recharge (pmr). Due to the pain at the ins site and the wanting an MRI, the patient wanted the device removed. Surgical intervention has not occurred, been planned or scheduled. Patient medical history includes low back pain.

Manufacturer narrative:
(B)(4).